Event description:
It was reported that a patient was impacted by a radiographic portable system. A staff member was driving the amx 4 x-ray device within the hospital's hallway and when they turned a corner, they did not see a patient. The staff member contacted the patient with the mobile device, knocking her down and causing a skin avulsion that was treated with staples.

Manufacturer narrative:
Ge healthcare's investigation is completed, the root cause was determined to be use error as the user was not exercising reasonable caution when driving the unit. A ge healthcare field engineer checked the system and it was found to be operating within specifications and no issues were found. The operator manual contains adequate directions and warnings for driving the unit. No further actions are planned at this time.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.